Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set is "broken"; location and nature of the break is unknown. There is information to suggest that the issue occurred while the set was in use on a patient, however there are no event or patient details available. There is no report of any patient harm or medical intervention.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
Concomitant medical products: hospira 250ml IV bag of 0.9% sodium chloride lot: 54-019-jt exp: june 2017; therapy date unknown. The customer¿s report that a pca set broke was not confirmed. Pca set model 10800175 was not received for investigation. One used primary set model 1159011 was received. The set was visually inspected and no anomalies were observed. Functional testing was performed and fluid flowed freely through the set without any leaks noted on the tubing or at any of the components. A root cause for the reported broken pca set was not identified as the product was not returned for investigation. No fault was found with the returned primary set.